Event description:
It was reported that there was blood running out of the hub region of the catheter.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.